Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
An educator reported via phone call of high blood glucose readings and hospitalization. The educator stated that the customer was in the hospital due to diabetic ketoacidosis. The customer was treated with insulin drip and fluids. The educator stated that the pump did not have any alarms and it is not delivering insulin. The customer will be sent out a replacement pump.